Manufacturer narrative:
The complainant indicated that the guide wire has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an unspecified procedure, a guide wire fracture occurred. The anatomy location and lesion characteristics are unknown. It was reported that the tip of the pt2 moderate support j-tip guide wire became fractured during manipulation, while trying to cross a "very tight lesion". Attempts to retrieve the guide wire tip were unsuccessful. The physician elected to secure the tip of the guide wire with an unspecified stent. No further complications were reported. The patient's condition was reported as "stable". Additional information has been requested, but not received.